Event description:
It was reported that the patient experienced pain on her right butt cheek, and the patient stated that "the pain shoots through there". The patient stated that she was unable to lie or sit on the right side because the pain was so great, and the pain affected her sleep. The patient stated that she had seen an orthopedic doctor and received cortisone injections one week ago. During the procedure, the patient's health care provider indicated that the lead wire was on the right side, but the stimulator was on the left side. The patient was not sure where the lead should have been, or whether the device was on the right or left sacral nerve. The patient was also unsure if the right buttock pain started before or after the implant, but her pain had been getting worse for the last three or four months. The patient stated that urinary relief was "wonderful". Additional information was requested but not available at the time of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v855089, implanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).